Event description:
A piece of versafoam was inserted into a tunneling cavity of a recently excised rectal stump. Versafoam was recommended because the pt had previous problems with other wound dressings adhering to the wound at the time of removal. Reportedly, the pt was returned to surgery to remove the dressing from the tunnel.